Event description:
It was reported that the patient presented to the clinic for a routine follow up. The atrial lead exhibited auto mode switches due to noise. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.